Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip broke and detached during the procedure at 38,692 joules. Per the customer, the fiber tip was easily removed from the pt. The procedure was finalized with turp. No pt injury was reported.